Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that they had several blades with burrs on the edge and the tips were blunt. The procedures were completed using alternate knives. There was no patient harm. This is one of four reports being filed for this facility.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
The reporter indicated the dull blade and burrs were noted during and before the incision was made.

Manufacturer narrative:
No sample has been returned for evaluation for the report of cutting edge had burrs and tip is blunt; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).